Event description:
The complainant reported a patient was implanted with an impella for mechanical circulatory support. It was reported that the console failed at time of ic to ic console transfer. Console did not restart when connected. The patient had to go back on support with initial console. Error message on alarm history - impella defective. Reached out to customer service for console replacement. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary/correction. The cause of pump 609785 not being detected on (B)(4) during aic-to-aic transfer could not be determined with certainty, as the issue was not reproduced during testing, but most likely was due to circuit board clock startup issue.

Manufacturer narrative:
The cause of pump 609785 not being detected on (B)(6) during aic-to-aic transfer could not be determined with certainty, as the issue was not reproduced during testing, but most likely was due to circuit board clock startup issue.

Manufacturer narrative:
H6 health effect - impact code f26 was erroneously entered on the initial manufacturer device report as there was noted to be patient involvement. Medical device problem code 1301 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Console logs from the reported day of event are consistent with complaint and show purge cassette being connected to the console, but expected pump connection was not detected. Console was tested, but the issue was not reproduced. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console